Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition for one to two seconds. Subsequently, the pace/sense portion of the rv lead was surgically abandoned. A previously abandoned rv lead was inserted into the rv pace/sense port of the device and is now active. The device remains in service. No additional adverse patient effects were reported.